Event description:
The initial reporter complained of discrepant results for 9 patient samples tested for hba1c on a cobas c 303 analytical unit. Repeat testing was performed on a c503 analyzer. The customer repeated the patient samples as the initial results were "too" different when compared to their previous results. No questionable results were reported outside of the laboratory. Patient 1 initial result was 10.3%. The repeat result was 5.7%. Patient 2 initial result was 11.4%. The repeat result was 6.0%. On (B)(6) 2024 patient 3 initial result was 13.1% the repeat result was 6.9%. Patient 4 initial result was 13.4%. The repeat result was 6.4%. Patient 5 initial result was 11.2%. The repeat result was 7.1%. Patient 6 initial result was 10.6%. The repeat result was 6.2%. Patient 7 initial result was 11.1%. The repeat result was 5.7%. Patient 8 initial result was 16.6%. The repeat result was 6.1%. Patient 9 initial result was 23.6%. The repeat result was 6.2%.

Manufacturer narrative:
The hba1c reagent lot number and expiration date were not provided. The customer performed precision testing with patient 2 and the results were reproducible. The field service engineer (fse) found cell overflow on the instrument. The fse adjusted the cell rinse. The service actions resolved the issue.